Event description:
Reported event: the doctor failed to load the staple while using it on a patient. No reported injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples were misaligned. The stapler was returned with its trigger partially engaged. There were 24 staples remaining in the cover block indicating that at least 11 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger using hand pressure. Upon engagement of the trigger, the trigger cycle was completed. The first staple did not form properly; however, the next 3 staples properly formed and fired. The device was then fired into a simulated skin pad to simulate insertion into the skin. The remaining staples properly fired into the skin pad. It appeared that the misalignment of the staples prevented them from properly forming/firing. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented them from properly forming/firing. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. A non-conformance has been initiated by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the doctor failed to load the staple while using it on a patient. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to complaint.